Event description:
It was reported when using the bd vacutainer® 4nc 0.129m 0.4 ml blood collection tube the tube was broken. The following information was provided by the initial reporter. The customer stated: "leakage was observed; when checking the product, the hcp confirmed a crack on the upper area of the glass tube below the cap."

Manufacturer narrative:
Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for glass tube breakage with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of glass tube breakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode glass tube breakage. Bd was not able to identify a root cause for the indicated failure mode.